Event description:
An ophthalmologist reported that a female pt, who was referred to him by an optometrist, experienced a chemical burn to the cornea after using disinfecting solution and neutralizing tablets with b12. The dr. Noted that the solution in the cup had an "acetone-like smell." He also noted that the cup had turned white and looked "etched", rather than clear. Ocuflox and voltaren were prescribed as treatment to preclude a permanent injury. The dr. Feels that the solution may not be disinfecting solution and that the pt most likely poured or mixed an acetone-like substance in the cup in error. The dr. Stated that he did not feel that the solution in the cup came out of the bottle. The dr. Obtained a sample from the pt and has submitted it to co for chemical and analytical testing. Ocuflox and voltaren were prescribed.